Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not recharge the ipg due to an unrelated illness. As such, the ipg became inoperable. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure.